Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smart site connector was clogged. The following information was provided by the initial reporter: smart site connectors not able to flush.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11-apr-2022. H.6. Investigation summary: samples were received for this complaint. The customer complaint that the staff have stated they are having difficulty flushing and getting blood return when drawing labs could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd smart site connector was clogged. The following information was provided by the initial reporter: smart site connectors not able to flush.